Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty video connector could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed the video connector was faulty resulting in interference on the image (the image was occasionally not visible). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing for a gynecological examination, the visera video system center had poor contact, resulting in no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.